Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that discovered before use by hospital personnel , the cs300 intra-aortic balloon pump (iabp) does not read pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and stated no faults were detected on the machine. All functional test were performed with positive results. The unit was returned to the customer.